Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "facility CT MRI is using our powerloc max along with the use of medrad power injectors-that are new devices with new disposables. There have been multiple instances over a period of six moths where the power injectors are "pressuring out" facility usually uses a max injection rate of 3.8, over the last six months they have been using the setting the power injectors with a flow rate of 3.4, down from 3.8 which is not optimal."